Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, the date bsc was first made aware of the event, as no event date was reported. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted into the patient during a midurethral sling procedure to treat stress urinary incontinence. Reportedly, the patient experienced midline incision exposure that was discovered during routine follow-up. Boston scientific has been unable to obtain additional information regarding the event (treatment and patient outcome) to date despite good faith efforts.